Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a cesarean section of the lower uterine segment, when cleaning the abdominal cavity, the suture line of the serosal layer was found ruptured at the right side of the lower proximal uterine segment. The suture line was immediately re-sutured. The event lead to prolonged operation time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a cesarean section of the lower uterine segment, when cleaning the abdominal cavity, the suture line of the serosal layer was found ruptured at the right side of the lower proximal uterine segment. The suture line was immediately re-sutured using the remaining lines of the suture. It was stated that the event lead to 10 minutes extension of operation time.